Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note: in 2006, a gore tag thoracic endoprosthesis lot # 04571124) was implanted. In 2007, a second gore tag thoracic endoprosthesis lot #05122642) was implanted.

Event description:
In 2006, a left subclavian artery bypass graft and a gore tag thoracic endoprosthesis were implanted to repair a descending thoracic aortic aneurysm. The pt developed a type ii endoleak. In 2007, a second gore tag thoracic endoprosthesis was implanted and the type ii endoleak was successfully repaired.